Manufacturer narrative:
(B)(4).

Event description:
It was reported cia a call from the rn that they have a pump that the waveforms all went to flat lines and the pump stopped pumping. The rn told the clinical support specialist (css) that the arterial pressure (ap) waveform fluctuated to a flat line a few times prior ro all waveforms going flat. As a result, they changed the pump our already for a different one. The rn was calling to let us know that this had happened and it there was anything else they needed to do. The css first verified that the current pump was now pumping with no problems and it was providing good support for the pt. The rn stated that there was a delay of about 5 minutes changing the pump out for another that they have on the unit. The css explained to him that the cord to the monitor may have been a little loose. The rn stated he would look at that. The css also told the rn that he could have powered the pump off and then back on and that will often times resolve the issue. The css then recommended that they have biomed check out the original pump (51011v) before being used again.